Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the helix did not fully extend on this right atrial (ra) lead during the implant procedure. The physician elected to lead in situ as it was a difficult implant and the physician struggled to find a good location with adequate sized p-wave amplitudes. No adverse patient effects were reported.